Event description:
It was reported that, during pre-operative preparation, the surgeon console (sc) experienced a non-recoverable error. The surgeon console was restarted, after which the procedure was able to continue. No patient involvement.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console experienced a communication failure. All of the arm cart assembly's were reported to have gone into a soft stop non-recoverable error. Two of the arm cart's remained in soft stop and could not be used, even through manual control. An error message stating, "warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use" was noted. A faulty surgeon main controller was removed and a new one was installed. The surgeon console was tested, passed all verification testes and is now functional. Evaluation of the logs indicated that the surgeon console experienced a communication loss. An error code for 'surgeon console failure - non-recoverable - motor controller communication loss' was noted. This occurs when there is a communication issue with either of the control device motor controllers. Evaluation of the surgeon console confirmed the reported condition. The investigation identified that the most likely cause could be traced to an input device failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during pre-operative preparation, the surgeon console (sc) experienced a non-recoverable error. The surgeon console was restarted, after which the procedure was able to continue. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.